Event description:
It was reported that the neonatal intensive care unit (nicu) nurse was getting low flow alerts in an arctic sun device. Flow rate (fr) was 0.7lpm. Guided to diagnostics showed that the system hours were 3424, pump hours were 0.5, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 34 percentage, flow rate (fr) was 0.4lpm. Disconnected and reconnected pads using proper technique and flow rate (fr) was dropped to 0.1lpm. Tried alternative ports and readjusting tubing, but flow rate (fr) would not increase beyond 0.5lpm. They had two other pages while were troubleshooting so she obtained a new pad and called back about 45 minutes later. They had replaced the initial pad and now flow rate (fr) was 1lpm. Original pad lot number ngkv1803.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the neonatal intensive care unit (nicu) nurse was getting low flow alerts in an arctic sun device. Flow rate (fr) was 0.7lpm. Guided to diagnostics showed that the system hours were 3424, pump hours were 0.5, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 34 percentage, flow rate (fr) was 0.4lpm. Disconnected and reconnected pads using proper technique and flow rate (fr) was dropped to 0.1lpm. Tried alternative ports and readjusting tubing, but flow rate (fr) would not increase beyond 0.5lpm. They had two other pages while were troubleshooting so she obtained a new pad and called back about 45 minutes later. They had replaced the initial pad and now flow rate (fr) was 1lpm. Original pad lot number: ngkv1803.

Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. Flow rate (fr) was 0.7lpm. Guided to diagnostics showed that the system hours were 3424, pump hours were 0.5, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 34 percentage, flow rate (fr) was 0.4lpm. Disconnected and reconnected pads using proper technique and flow rate (fr) was dropped to 0.1lpm. Tried alternative ports and readjusting tubing, but flow rate (fr) would not increase beyond 0.5lpm. They had two other pages while were troubleshooting so she obtained a new pad and called back about 45 minutes later. They had replaced the initial pad and now flow rate (fr) was 1lpm. Original pad lot number: ngkv1803. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions for use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Based on the results of the investigation, no additional actions are needed. Correction: d. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.